Event description:
During a rotablator procedure, the guide wire broke off in the rca. There were no changes in the EKG. The spring tip remains in the pt.

Manufacturer narrative:
The product was examined by a MFR's representative at the user facility on 6/2/97. The fracture surfaces of the guide wire appear to be consistent with operating the advancer over a sharp kink or bend in the guide wire.